Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4)

Event description:
Event description: it is reported that the physician intended to use the protege rx to treat a lesion in the carotid artery. It is reported that when the stent delivery system reached the target site it would not deploy. A second unknown stent was used to complete the procedure. No patient injury is reported. The returned device exhibited partial deployment. It is unknown if the partial deployment occurred in vivo or in vitro. Evaluation summary: the protege rx stent delivery system (sds) was received for evaluation with 2 1/2 cell layers exposed beyond the distal edge of the outer sheath. The lumen of the outer sheath exhibited dried residue (blood, saline, etc.) Concentrated within the stent construct and the retainer. The manifold was attached to a water-loaded inflation device and the system was pressurized to 19 atm but the lumen would not flush. The device was loaded into the deployment force test fixture. The deployment paddles were brought together with 5.49 lbs of force but the stent did not deploy or move relative to the sds outer sheath. The outer sheath exhibited several indications of bending and lateral compressions (pinching) over the stent. The lumen also exhibited blood residue.